Event description:
The recipient reportedly experienced an infection and irritation around the implant site. The recipient's device was explanted. During explant surgery, the area was cleaned. The recipient was prescribed antibiotics (type unknown). The recipient's infection resolved. On (B)(6) 2021, the recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone overmold on the top and bottom covers, as well as missing ie ring and cut ir ring multistrand wires. These are due to the damage that occurred during revision surgery. Photographic inspection confirmed cut ie ring multistrand wire. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone overmold on the top and bottom covers, as well as missing a electrode ground ring and cut electrode ground ring multistrand wires. These are due to the damage that occurred during revision surgery. The photographic imaging inspection confirmed cut electrode ground ring multistrand wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.